Manufacturer narrative:
This report is associated with (B)(4), biotene mouthwash (2013 formulation).

Event description:
I hope I'm not having a heart attack [heart attack]. Numbness in mouth [numbness oral]. Numbness in left hand finger [numbness in hand]. Mouth is hurting [oral pain]. I have to spit out phlegm because it feels like I have something in my mouth [oral discomfort]. I have to spit out phlegm because it feels like I have something in my mouth [phlegm]. Case description: this case was reported by a consumer via call center representative and described the occurrence of heart attack in a (B)(6) female patient who received glycerin (biotene mouthwash (2013 formulation)) mouth wash (batch number 6d07n1, expiry date 28th february 2019) for product used for unknown indication. Co-suspect products included clopidogrel bisulphate (plavix) unknown for product used for unknown indication. On an unknown date, the patient started biotene mouthwash (2013 formulation) at an unknown dose and frequency and plavix at an unknown dose and frequency. In (B)(6) 2018, an unknown time after starting biotene mouthwash (2013 formulation) and plavix, the patient experienced numbness oral and numbness in hand. On an unknown date, the patient experienced heart attack (serious criteria gsk medically significant), oral pain, oral discomfort and phlegm. Biotene mouthwash (2013 formulation) was continued with no change. The action taken with plavix was unknown. In (B)(6) 2018, the outcome of the numbness oral and numbness in hand were recovered/resolved. On an unknown date, the outcome of the heart attack, oral discomfort and phlegm were not reported and the outcome of the oral pain was recovered/resolved. It was unknown if the reporter considered the heart attack, numbness oral, numbness in hand, oral pain, oral discomfort and phlegm to be related to biotene mouthwash (2013 formulation) and plavix. Additional details, the consumer reported that while taking biotene mouthwash she experienced numbness in her mouth and left hand finger in the middle of the night. It started about 3 days ago and lasted a few minutes then went away. She stated that she had to mention that she was taking plavix. She hoped she was not having a heart attack because of the numbness in her finger. She stated her mouth was hurting and she had to spit out phlegm because it felt like she had something in her mouth. She reported she had an appointment with a general physician to check her throat at the month. She stated she would continue using the biotene mouthwash.